Event description:
Upon opening of the package and removal of the device the physician noticed that the needle attached to the device was bent. Manufacturer response for sertera 14, sertera (per site reporter). They are sending a container to return the device to the manufacture and they will conduct an evaluation.